Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: tilt and perforation of filter strut(s) beyond the wall of the inferior vena cava (ivc) with multiple struts perforating the surrounding tissue/organs. As a direct and proximate result of these malfunctions, patient suffered life-threatening, injuries and damages, and required extensive medical care and treatment. As a further proximate result plaintiff has suffered and will continue to suffer significant medical expenses, pain and suffering. And other damages.per the implant records, the patient was a morbidly obese truck driver with a prior history of pulmonary embolism (pe), who was experiencing shortness of breath. The patient was found to have right upper and lower lobe pe. Given a family history of deep vein thrombosis (dvt) and although the ultrasound was negative for left lower dvt, a strong possibility of hypercoagulable state was suspected; therefore, the patient consented to filter placement. Using fluoroscopy, after obtaining access to the right common femoral vein, the trapease filter was advanced and deployed at the l2-3 vertebral body space. The patient was transferred to recovery room in stable condition. Approximately two years after the filter was implanted, the patient underwent a computed tomography (CT) scan for filter evaluation. The CT images were later submitted for review. The CT scan report noted the ivc filter perforating through the ivc with multiple struts extending extraluminal. The superior end of the cordis trapease ivc filter is at the l2-3 interspace. The ivc filter is tilted anteriorly at the superior end and it does not contact the ivc wall. The ivc filter is tilted posteriorly at the inferior end and it does not contact the ivc wall. All the struts of the ivc filter perforate the ivc up to 6mm. Two anterior struts perforate the ivc wall both 5mm and reside within the soft tissues. One medial strut perforates the ivc wall 5mm and resides within the soft tissues. One posterior strut perforates the ivc wall 5mm and resides within the soft tissues. One posterior strut perforates the ivc wall 6mm and contacts the right psoas muscle and a lateral strut perforates the ivc wall 5mm and resides within the soft tissues. The report also noted that the original function of this ivc filter is permanent; therefore, cannot be removed by a percutaneous approach.according to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately four years and three months post implantation. The patient reports inferior vena cava perforation, filter perforation into organs and tilting of the filter. The patient also experienced anxiety related to the filter moving and causing further damage.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of morbid obesity, pulmonary embolism (pe) and had an occupation associated with mostly sitting. The patient presented with shortness of breath and found to have right upper and lower lobe pe. The indication for the filter placement was reported to be the patient¿s family history of deep vein thrombosis (dvt) and a strong possibility of hypercoagulable state. The filter was implanted via the right common femoral vein and placed at the level of the l2-l3 vertebral body. Approximately two years after the filter implantation, the patient underwent a computerized tomography (CT) scan that revealed that the superior aspect of the filter was at the level of the l2-l3 interspace, was tilted anteriorly and did not contact the wall of the inferior vena cava (ivc). The inferior aspect of the filter had tilted posteriorly and did not contact the wall of the ivc. All of the e struts extended beyond the wall of the ivc. Two anterior, one medial, one posterior and one lateral strut perforated the ivc by 5mm and were within the soft tissues. One posterior strut perforated the ivc by 6mm and was in contact with the right psoas muscle. The report further indicated that the trapease vena cava filter was indicated for permanent implantation and could not be removed via a percutaneous approach. The patient further reported having experienced mental anguish and anxiety associated with the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported ivc and tissue and/or organ perforations. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: tilt and perforation of filter strut(s) beyond the wall of the ivc with multiple struts perforating the surrounding tissue/organs. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc and organ perforation from filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: tilt and perforation of filter strut(s) beyond the wall of the ivc with multiple struts perforating the surrounding tissue/organs. As a direct and proximate result of these malfunctions, patient suffered life-threatening, injuries and damages, and required extensive medical care and treatment. As a further proximate result patient has suffered and will continue to suffer significant medical expenses, pain and suffering. And other damages.